Event description:
A report was received stating that an endotracheal tube was deflating at the pilot balloon after 1 week in situ. The device was replaced and examined; the inflation line was found to be torn. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.